Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. Facility name - the full facility name was provided as "(B)(6)". Component code device subassembly = sampling assembly.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on an e602 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.30 pmol/l. The sample was repeated on (B)(6) 2016, resulting as 13.47 pmol/l. The patient was not adversely affected. The ft4 reagent lot number was 168540. The reagent expiration date was asked for, but not provided. The customer stated on (B)(6) 2016 that they did a retrospective review of the ft4 results on this line and they found 4 other instances where questionable ft4 sample results were caught at their validation point. These results were not reported outside of the laboratory. No further details were provided for these additional patient samples. It was noted that there were a number of abnormal sample probe movement alarms occurring on the analyzer. The sampling assembly of the analyzer was changed on (B)(6) 2016 and no further abnormal sample probe movement alarms were seen. A precision study was performed before the sample probe was changed. There appeared to be no issues with the alignment of the probe during this precision study. A specific root cause could not be determined based on the provided information. The most likely root causes are related to a pre-analytic sample handling issue. A general reagent issue can most likely be excluded.